Event description:
Report received from an international affiliate of the y-clave housing seperated from the y component. The event occured in the emergency department. It was reported that the blue clave portion of the port seperated from the clear y-site. The contact was unable to determine which of the three ports on the set had seperated. The contact believed that the seperation occurred ahile a secondary set was being connected to the primary set via the clave port. There were no reported adverse pt effects and no additional info was provided.